Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. There are no radiographs or supporting clinical documentation available for review, thus a thorough clinical assessment cannot be performed at this time. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a second revision surgery was performed due to implant loosening and dislocation. Patient had suffered a fall within the last 12 months.